Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information in the medwatch report [mw5154353], the patient presented with an implanted coloplast device that had perforated the tunica. Explanted and replaced with an inflatable penile prosthesis.